Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) was confirmed. Upon eval, the brown (lead 1+) and violet (agnd) wires were severed in the cable connecting the distribution node and ECG electrodes a and b. The cause of the non-functional ECG electrodes is the damaged cable and wires. The root cause of the damage is physical abuse. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.